Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the delivered fio2 was inaccurate. The set delivered value of 60 percent was actually delivering 70 percent. The gas delivered engine (gde) was replaced and upgraded software was installed.

Event description:
The customer stated that the ventilator is having issues with the fraction of inspired oxygen (fio2). The unit was on a patient when the issue occurred, but there is no information on if it adversely affected the patient.